Manufacturer narrative:
On 20 oct 2021, during preventive maintenance by a zoll service representative, the autopulse platform (serial # (B)(4) ) failed the load cell characteristic testing. The root cause of the noted failure was the defective (over-reporting) load cell 1. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. The defective load cell was replaced to remedy the fault. During visual inspection of the autopulse platform, it was observed that there was a crack front enclosure. The observed physical damage could have resulted from a harsh impact due to user mishandling. The front enclosure was replaced to address the observed damage. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On 20 oct 2021, during preventive maintenance by a zoll service representative, the autopulse platform (serial # (B)(4)) failed the load cell characteristic testing. No patient involvement.